Event description:
Updated: concomitant device. Handle for screwdriver (part# 03.505.004, lot # unknown, qty 1). Unknown elan's ( aesculap) handpiece (unknown part/lot, qty 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2019, during sagittal split ramus osteotomy, a matrixmandible drill bit that was connected to an unknown handpiece was broken when the surgeon performed drilling using a handle for 90 degrees screwdriver. There were no fragments left in the patient's body. There was approximately a 15-minutes surgical delay. Surgical procedure was successfully completed. There was no adverse consequence to the patient. Concomitant device reported: handle for screwdriver (part# 03.505.004, lot# unknown, quantity 1). This complaint involves one (1) broca drill bit.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history: part: 03.505.075. Lot: f-23850. Manufacturing site: selzach. Supplier: sphinx werkzeuge ag. Release to warehouse date: 15.february 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: investigation site: cq zuchwil. Selected flow: damaged ¿ broken. Visual inspection: the received drill bit shows that that approx. 4mm from the fluted tip section is broken off. The broken off tip section is badly damaged. The shaft and connection at the end are otherwise still in good condition. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel as required and the measured harness was within the specification. Summary: due to the broken tip, the complaint condition is rated as confirmed. In hindsight, and without having all involved parts back, it¿s not possible to reproduce the complained issue that the connection between the drill bit and elan's power unit seemed to be loosened. Based on the visible damages, we only can assume that the drill bit broke due to a hit of an unknown device, another hard surface during use or due to a mechanical overloading situation. Drill speed rate should never exceed 1,800 rpm, particularly in dense, hard bone. This corresponds to a maximum input speed of 3600 rpm (gear ratio of 2:1). Higher drill speed rates can result in: ¿ thermal necrosis of the bone, ¿ soft tissue burns, ¿ an oversized hole, which can lead to reduced pullout force, increased ease of the screws stripping in bone, suboptimal fixation, and/or the need for emergency screws. Avoid damaging the plate threads with the drill. Always irrigate during drilling to avoid thermal damage to the bone. Irrigate and apply suction for removal of debris potentially generated during implantation or removal. Do not use force or bend the drill bit when drilling. This may damage the instrument and cause injury to the patient or user. Allow the device to cool for 2 minutes after drilling or before changing attachments. Improper use may cause the system to overheat and injure the patient or user. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: dzj. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during sagittal split ramus osteotomy, a matrixmandible drill bit that was connected to an unknown handpiece was broken when the surgeon performed drilling using a handle for 90 degrees screwdriver. There were no fragments left in the patient's body. There was approximately a 15-minutes surgical delay. Surgical procedure was successfully completed. There was no adverse consequence to the patient. Concomitant device reported: handle for screwdriver (part# 03.505.004, lot# unknown, quantity 1); this complaint involves one (1) broca drill bit. This report is 1 of 1 for (B)(4).